Event description:
There was a complaint of questionable glucose results for one patient tested with accu-chek inform ii meter serial number unknown compared to the laboratory. The result from the meter at 5:58 am was 200 mg/dl. The result from the laboratory at 6:00 am was 412 mg/dl. The patient had one venous sample drawn which was used for both the meter and the laboratory tests.

Manufacturer narrative:
The test strips were requested for investigation. The product is not expected to be returned as the customer stated they are no longer available. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.